Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The device may be unavailable for evaluation. Argon will continue to request for its return. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC line broke at bottom oval during routine dressing change.